Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. According to the patient, on (B)(6) 2025, the patient¿s cgm was displaying readings ranging from 120 - 115 mg/dl. He was sweating a lot and felt cold and then he passed out. The patient¿s daughter called the ambulance. When they came, they did a fingerstick, it was 40 mg/dl while the cgm was 115 mg/dl. He was injected with glucagon and was fine at home during the report. There was no documentation of further medical evaluation or intervention. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 codes: health effect - clinical code- 2191 - chills.